Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw was unknown. Based on the information received, the root cause could not be determined.

Event description:
(Report 3 of 3). It was reported during surgery that the surgeon was inserting the 2.3mm screws in the distal row of a plate when the 1.5mm hex driver tip broke. Another tip was used to implant the screw, however the second tip twisted. The surgery was completed with another driver tip after a delay (time unknown). No adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2025-00070 - 3025141-2025-00072.